Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was in a clinic with driveline power fault alarms. The patient had obvious wear to modular driveline and historically was very rough with equipment. The alarm did resolve with changing the modular cable and controller. Log file review captured a controller internal fault (B)(6) 2022 at 07:48 followed by driveline power faults showing power b broken.

Manufacturer narrative:
Section d4: device lot number was requested but not provided. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via product testing and log file analysis. The reported damage to the modular cable was confirmed via visual analysis. The heartmate 3 modular cable was returned for analysis, a log file was downloaded from the returned system controller, and a log file was submitted for review. The submitted and downloaded controller event log files spanned approximately 4 days ((B)(6) 2022 ¿ 09nov2022, (B)(6) 2022 per timestamp). Events occurring on (B)(6) 2022 are from product testing at abbott. Beginning on 09nov2022 at 07:48:40 are controller internal fault alarms and driveline power fault alarms with ocp b open and power b broken faults. These alarms continued until the end of the log file. There were no other notable alarms in the log files. Pump operation was not affected. The modular cable was observed to be damaged near the controller connector. Damage to the controller connector strain relief was also observed. It was determined that connecting this modular cable to a system controller causes damage to the fuse b of the system controller. The system controller returned under this investigation was determined to be damaged in this manner. The reported alarm was confirmed when a test system controller was connected as well. The modular cable was not able to pass functional testing. It was also observed that the resistance measurements of the red and orange wires of the modular cable would fluctuate when the cable was manipulated. The cable was stripped, and it was observed that the red and orange wires of the modular cable were damaged, with the conductors being exposed. These two wires were also found to be touching, causing a short circuit. The root cause of the reported alarms as well as the damage to the returned system controller were determined to be from damage to the modular cable conductors. The root cause of the damage to the modular cable was unable to be determined. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including replace controller alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-15360.